Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and bard adjust single-incision sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, grade ii and iii cystocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent repair of vaginal mesh extrusion on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).